Event description:
It was reported to philips that the device co2 did not pass operational check testing. There was no patient involvement. The bench technician evaluated the device and confirmed the co2 was not working. Upon conclusion of the evaluation, it was determined that the co2 module and therapy pca requires replacement. It was replaced. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device meets the specification for the performed service and is returned to use.